Event description:
Reportedly, the device was explanted after an implant duration of 14.23 months due to heart valve disfunction. Per the cer: ¿heart valve disfunction, which lead to explantation. During the operation was found one leaflet was thick and less movable, that lead to valve disfunction. Symptoms: dyspnea. Condition of prosthesis after explant : thickening and dismovement of one leaflet (less movable that the other). Patient's outcome: stable after re-operation.

Event description:
It was reported that while attempting to cross a calcified occlusion in the superficial femoral artery (sfa) with the guidewire, it prolapsed and the tip was noted to be separated. The guidewire was removed. The patient is reported to be fine.

Manufacturer narrative:
No product return. This was determined reportable to FDA per edwards lifesciences procedures. DHR review has been started. Customer letter not required. Unable to classify failure until additional information is provided. Device not returned.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided.